Event description:
It was reported that the wire tip was stretched and wavy out of the package. Reportedly the device was not used in the patient. The analysis performed revealed the tip of the guide wire had separated at the tip ball. This MDR is being filed on investigational findings.